Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 3/5 of their automated peritoneal dialysis therapy. Reportedly, the home patient had left an unused supply line clamp open during therapy. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident, per the home patient's spouse.